Event description:
Literature was reviewed regarding "delivery of intrathecal morphine through baclofen pump for perioperative analgesia.¿ it was reported that the patient was receiving 0.5 mg of morphine via an implantable pump. During a spinal fusion procedure, an inadequate clearance of the catheter was observed and shortly after, the patient developed hypotension that required phenylephrine and epinephrine infusions. The patient was responsive to pressors, and once their blood pressure was restored to an adequate level, the rest of the fusion procedure was completed without additional complications.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath: product type catheter section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding "delivery of intrathecal morphine through baclofen pump for perioperative analgesia.¿ it was reported that the patient was receiving 0.5 mg of morphine via an implantable pump. During a spinal fusion procedure, an inadequate clearance of the catheter was observed and shortly after, the patient developed hypotension that required phenylephrine and epinephrine infusions. The patient was responsive to pressors, and once their blood pressure was restored to an adequate level, the rest of the fusion procedure was completed without additional complications.

Manufacturer narrative:
B.3. Please note that this date is based off of the date of publication of the article as the event date was not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.